Event description:
The customer reported during a weekly facility generator check, the ventilator alarmed and shut down and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician confirmed when the ventilator was plugged into ac power, the main led was lit but the battery charging led was not lit. The service technician reported the ventilator would operate on ac power, but not on backup battery power. The service technician reported the backup battery would not charge. The service technician replaced the power supply and the backup battery to correct the finding. Final applicable tests was completed and all tests passed per operating specifications. Review of the ventilator's diagnostic log indicated the customer was notified multiple times during power on that there was 'no backup battery connected'. If the backup battery is installed, the operator can have the esprit confirm the backup battery is connected each time that the machine powers on. If the backup battery is not connected or a low battery voltage condition is detected the ventilator will display "no backup battery connected". User error contributed to this event.